Event description:
It was reported that during a da vinci-assisted procedure, the endoscope was not attached to the gray part that is attached to the robot. The procedure was completing as planned with no reported injury. The da vinci x/xi endoscope is intended to provide stereoscopic visualization of tissue and instruments when performing procedures with the da vinci system. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. The endoscope had a missing gear and bearing. The endoscope had missing endoscope adapter (aea) retaining ring or screws and the root cause of this failure is attributed to manufacturing. The endoscope had mechanical damage on the connector light guide ferrule and the laser marking/markings on the housing was damaged. The endoscope had visual damage on the cable integrity. Additional fa investigation confirmed that the endoscope passed the cable and payload test. The root cause of the issue was determined to be related to manufacturing. A review of the endoscope logs (470057-05/sf2013161) associated with this event cannot be performed via system logs as connectivity was not available at the time of the event. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the xi endoscope was found to have missing camera instrument adapter (aea) component. Missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.